Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced gastrointestinal illness after a meal with subsequent vomiting and diarrhea, followed by a hypoglycemic episode during ilet use, with the lowest recorded blood glucose of 50 mg/dl and approximately 30 minutes outside the target range; the event was attributed to cause unclear hypoglycemia. Symptoms included nausea, vomiting, and decreased blood glucose. Outcomes included the need for oral carbohydrate treatment and assistance from a caregiver at home, with no medical intervention or ketone testing performed and blood glucose stabilized thereafter. Investigation included review of available use logs and user interview. Investigation of this case revealed no device malfunction or performance issue and a clinical scenario consistent with reduced carbohydrate absorption due to vomiting. It was concluded that the event was related to clinical factors with cause of hypoglycemia unclear and not related to device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.